Event description:
According to the reporter: occurred during an open esophagectomy. During the anastomosis, the circular stapler did not fire. The space between the cartridge and anvil was closed and the green bar was visible in the indicator window. The knife blade cut but no staples were fired. The anvil could be tilted after firing. The anvil was bent. The sizers were not used. Medical or surgical intervention was required to prevent a permanent impairment of a function because the surgeon had to manually suture the tissue. This causes temporary patient injury. There was blood loss of greater than 500cc or more. No tissue damage, extension in surgical time or extension in hospital stay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.